Event description:
Reportable based on device analysis completed on 4oct2023. It was reported that crossing difficulties occurred. The patient presented with peripheral artery disease. Vascular access was obtained via the femoral artery using a contralateral approach. The totally occluded target lesion was located in the moderately tortuous and severely calcified ostial superficial femoral artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion but failed to cross the chronic total occlusion. When the device was removed, there were noticeable kinks on the distal portion. The lesion was pre-dilated with a 2.0 balloon and the catheter reinserted. When the catheter was turned on, no image appeared. The device was removed intact from the patient and the procedure was completed successfully with another of the same device. There were no patient complications. However, returned device analysis revealed a catheter twist.

Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. Visual inspection revealed the sheath was kinked. Catheter twist began 9.3 cm from the lap joint. Microscopic inspection revealed the guidewire exit port was deformed and imaging window twisted. The tip was in good condition. Impedance test showed an electrical open at the proximal wave form. X-ray analysis revealed the electrical failure resulted from a broken coax cable at 130 cm to 140 cm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.